Event description:
According to the customer, the line "would flush but did not have blood return on any of the three lumens".

Manufacturer narrative:
According to the customer, the line "would flush but did not have blood return on any of the three lumens". The customer reported that "cathflo" was administered to the "most distal catheter". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.